Event description:
It was reported that a sharps coll 3.3qt red had a broken cap.

Manufacturer narrative:
H.6. Investigation: a sample was not provided for investigation. A compliant review was performed by the supplier. A broken cap was reported and the cap should not be broken in any way. All personnel was notified of the issue and instructed to look at each cap for any nonconformity. In stock product was also spot checked. No issues were found. A total of 1920 pieces were reworked and evaluated with no issue found. No corrective action was required. The investigation could not determine a root cause and was inconclusive.

Manufacturer narrative:
Device expiration date: n/a. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sharps coll 3.3qt red had a broken cap.